Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lapchole. Applied medical 5 mm advanced fixation port was used for the entry of the clip applier. Mobilisation was performed with a monopolar hook. First 4 applications (3 patient side and 1 specimen side) on a small vessel, that was identified prior to reaching the cystic artery, went well. It was spotted that he was not pre-loading the clips and highlighted this to him, however he continued to use the clip applier, without the pre-load, with the first 4 applications working successfully. After reaching the cystic artery with the monopolar hook, the surgeon confirmed the plastic to plastic for the 4 applications (3 patient side and 1 specimen side). Again no pre-loading but visually it appeared that he had coverage of the vessel. It did how ever appear though the vessel wasn't fully all way to the apex of the clip on the last clip on the patient side (closest to the specimen side). The surgeon appeared to be happy with the clip placement. The cystic artery was cut with the scissors and the artery showed not to be closed, he controlled the bleeding with a maryland and another attempt was made to close using the epix clip applier, but bleeding continued. The surgeon confirmed he was doing plastic to plastic and he wasn't getting closure. He then removed the 2 clips (the one clip after the cut and the last clip on the side of the patient, 2 epix clips remained on the patient side and 1 on the specimen side). He controlled the bleeding with a maryland and used the ligamax 5mm achieving closure with the artery on the 2nd attempt. I asked that our clips that were removed be kept, 1 was kept, the other fell on the floor and was not retrievable. I can not confirm if this was the clip used after the artery was cut. I cannot confirm if the clips may have overlapped as vision wasn't good due to the blood. After a wash was completed, the surgeon finished the procedure removing a gaul stone from the cystic duct and completing a cholangiogram. Ligamax was used for this process. Final small vessel was identified after the cystic duct was cut and further mobilisation was performed with the monopolar hook. Ligamax clips were used on the patient side and the epix was used on the specimen side on this small vessel. No problems with the epix clip applier. After the case was concluded we spoke with the surgeon and asked him to show me how he was using the clip applier on a demo unit. He fired 3 clips 2 had a uniform closure 1 had a slight gap at the apex . He said he did plastic to plastic on all three. We did ask him after the case about the placement of the clip not being closer to the apex, the surgeon did say it wasn't possible to do this in this case and he was happy that he had coverage of the vessel. He did say its not always possible to get the vessel all the way to the apex and that shouldn't effect the closure of the clip as its supposed to be uniform. He said its not uniform closure in every firing and he is doing the same motion in all three fires of the clip. The clip applier was cleaned with a steri wipe and along with the retrieved clip, were then bagged and kept for collection. Patient status: patient was fine, nothing was of concern to the surgeon

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. However, a photo of the clip deployed by the event unit was provided by the complainant. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated . Based on the description of the event and the photo received by the complainant, it is likely that the reported event of incomplete clip closure was caused by the clip application technique. The instructions for use (IFU) instructs the user to "ensure that each clip is secure and completely positioned around the tissue being ligated... Fully compress the trigger against the handle to ensure complete clip formation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.